Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer went to the emergency room (ER) with blood glucose (bg) of 340-360 mg/dl. Cause was due to being without insulin for several hours, as the pump ran out of insulin and the customer did not notice or address the low insulin alerts/alarm. Treatment was administered via intravenous insulin and saline. Customer was released from the ER the same day in "stable" condition with a bg value of 321 mg/dl.